Manufacturer narrative:
(B)(4). The on-x 614 heart valve design fmea 940816 01 rev s thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product's labeling and instruction for use (IFU). Reoperation is a known complication of prosthetic valve implantation and is listed in the IFU. Without return of the valve, a specific risk cannot be identified.

Event description:
Implant recovery cards received indicated that patient received onxace-25 on (B)(6) 2013 which required intervention/explant sometime in 2016 and replacement with another onxace-25 for unspecified reason. Multiple attempts to obtain additional information were made without success.